Manufacturer narrative:
No parts have been received by the manufacturer for evaluation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system. It was reported that the system was intermittently unable to communicate with the imaging system. A manufacturer representative tested the imaging system with a different navigation system, and communication was successful. The network settings were previously working and had been confirmed correct. If the representative manipulated the plug at the navigation system's bulkhead, they were able to get the system to connect. There was no patient present when this issue was identified.

Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that after replacing the I/o panel the system functioned as intended. The system then passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system. It was reported that the system was intermittently unable to communicate with the imaging system. A manufacturer representative tested the imaging system with a different navigation system, and communication was successful. The network settings were previously working and had been confirmed correct. If the representative manipulated the plug at the navigation system's bulkhead, they were able to get the system to connect. There was no patient present when this issue was identified. Additional information was received. It was reported that replacing the I/o panel resolved the issue.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. It was reported that replacing the I/o panel resolved the issue.